Event description:
The reporter stated that the end-user was wheeling his wheelchair down the sidewalk when the chair became difficult to propel. The end-user tried to move around a little in his chair to get a better position when the chair tipped over and the end-user fell. The end-user did not sustain any injuries. Upon inspection from the dealer, they discovered that the right caster tire had pulled away from the caster rim.

Manufacturer narrative:
As of this date, there has been no parts related to this chair that have been returned to the MFR for evaluation.